Event description:
It was reported that the patient's implantable neuro-stimulator (ins) was a "failure" since implant. "The patient was told that all the trials she had, to just turn it off since it wasn't going to work." The patient outcome was unknown at the time of this report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3093-28, lot # v010297, implanted: (B)(6) 2006, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2006, product type programmer. (B)(4).